Manufacturer narrative:
It is indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a left common iliac stenting procedure, a premature deployment occurred. The 90% stenosed lesion was located in the mildly tortuous and moderate to severely calcified common iliac artery. The express biliary 10x40mm stent catheter was unable to cross the lesion. During pull back of the device, the stent partially deployed. Two balloons from another manufacturer were used to deploy the partially expanded stent in the lesion location. The express 10x40mm delivery device was removed from the pt. An express 10x25 stent was placed and successfully implanted inside the express 10x40mm stent. No further pt injuries or complications were reported. The pt current status is reported as "ok."